Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the arm gusset was broken off at the weld on the left side frame, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the rear welded armrest bracket on the back of the left frame has broken all the way off.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states the rear welded armrest bracket on the back of the left frame has broken all the way off.